Event description:
Additional reasons for revision: alval / soft tissue reaction, pain. Reasons for revision is not infection. Surgeon has confirmed there was no infection.

Event description:
Asr revision; asr resurfacing - left; reason(s) for revision: noise and difficulty in movement.

Manufacturer narrative:
Reasons for revision is not infection. Surgeon has confirmed there was no infection. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional reasons for revision: infection.

Event description:
Hip side is right. Reason(s) for revision: blood metal ion levels showed cobalt and chromium levels raised. The operation revealed metallosis/inflammatory pseudo capsule and histology showed densely fibrosed fibroconnective tissue forming a synovial surface which is lined by abundant fibrin with associated patchy chronic inflammation and focal histiocytic reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason(s) for revision taken from solicitor's letter: "blood metal ion levels showed cobalt and chromium levels above that of the (B)(6) acton level." "A large collection of fluid around (B)(6)'s left hip. The fluid was caused by a reaction to the metal and would not improve by itself. [...] This operation revealed a large pseudo capsule and histology showed chronic synovitis with haemorrhage and fibrin precipitation on the synovial surface and extensive fibrosis present beneath the surface with focal chronic lymphocytic inflammation and extensive histiocytic reaction."